Manufacturer narrative:
The insulin pump received with blank display due to cracked/bleeding lcd glass. Unit also received with cracked case, missing serial number label and missing/broken belt clip weld slot.

Event description:
The customer reported via phone call that back of insulin pump was broken. Blood glucose was unknown. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.